Event description:
It was reported that 2 devices were failed. The devices were used during a hepatectomy. The ptfe pad of the devices was partially worn and separated. The procedure was completed with another thunderbeat device. There was no patient injury reported. This is a report regarding 1 of 2 devices.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp (omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented. Please cross-reference the following reports: 8010047-2015-00125.